Manufacturer narrative:
Concomitant product(s): addrl1 ipg, implanted: (B)(6)2012. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead increased gradually and are now high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.